Event description:
Pt suffered a large right mca distribution stroke on (B)(6) 2010. He presented from home on same day with symptoms of stroke, he was in sinus rhythm on arrival with no history of atrial fibrillation. Transthoracic echo done, no abnormalities noted. Pt died at home on (B)(6) 2010. Meds on admission: lasix 20mg, coreg 25mg, aldactone 25mg, warfarin 5mg, twynsta 80/10mg. Inr on admission was 1.4 (blood), 1.7 (istat in ER). This is below target inr for conventional anticoagulation therapy.

Manufacturer narrative:
Valve not explanted. No autopsy was done. No f/u report expected to be needed. Review of device history records shows valve was built per specifications.